Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Visual inspection of the returned tibial articular surface provisional confirms that the device exhibits signs of repeated use and a small piece from the anterior side of the post feature fractured off. Fragmented part was not returned for evaluation. DHR was reviewed and no discrepancies relevant to the reported event were found. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Product has been returned. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the fractured device parts are returned. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
The follow-up report is being submitted to relay additional information. The following sections have been updated: if any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported during the sterilization process it was noted that the instrument was fractured. No patient involvement. No adverse events have been reported as a result of the malfunction.